Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent was to be used in the esophagus during an esophageal stent insertion performed on (B)(6) 2015. According to the complainant, the stent had been implanted to treat a malignant stricture. Reportedly, the patient's stricture was not dilated prior to stent placement. During the procedure, the physician had successfully implanted the wallflex esophageal stent without issues. Upon final endoscopic examination, it was noticed that one of the wires was broken on the proximal end of the stent. The physician noted that there was no visible damage noted to any other part of the stent, deployment catheter or packaging that may explain the broken wire and the deployment itself was "unremarkable" the physician made the decision to leave the stent inside the patient as he did not feel that it posed a risk for perforation. The stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.